Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to myopotential oversensing. Reprograming of the system was recommended. This system was reprogrammed into the primary vector. This system remains in service. No further adverse patient effects were reported.